Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: during investigation, there was moisture corrosion found in the battery compartment. Unrelated to this issue, the display was cracked at the top. A leak test failed due to a display lens leak. The display screen was found to be cracked. Additionally, during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon start up. The call service alarm was recorded in the black box data as a cs 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture within the pump. This report is made based on results of investigation completed on 02/25/2017.